Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed the bicarbonate buffer test per (B)(4). The sensor passed per specification with accurate readings. However, the cannula was split from the tubing.

Event description:
The customer reported via phone call that the sensor received a change sensor alert. Troubleshooting was initiated for the bad sensor alert. The patient's blood glucose at the time of incident was 169 mg/dl. The customer's activity at the time of the alert was nothing; she was just relaxing. The sensor was inserted into the customer's abdomen, three inches to the left of her naval. The alert occurred right after initialization. There were two calibration errors that also occurred prior to the bad sensor alert. The customer was advised on the timing of calibrations leading to the alert and calibration protocol. The customer was advised to remove and change out the sensor. The sensor was returned for analysis and a replacement sensor was shipped to the customer.